Event description:
It was reported that the patient had a catheter break at the distal connection. The medications were not delivered intrathecally due to the break and the fluid accumulated subcutaneously. The device system was used to deliver fentanyl, sufentanil, and clonidine. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8703w, lot# (B)(4), implanted: (B)(6) 1998, product type catheter. (B)(4).